Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus element ous mr 3.00 x 28 mm stent was returned for analysis without a delivery system. A visual and microscopic examination of the crimped stent found that the stent was returned on a guidewire and was damaged. The outer diameter of the returned guidewire was measured using snap gauge and was a compatible size per the promus element directions for use. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 03apr2019. It was reported that crossing difficulties were encountered. The 80% stenosed was located in the moderately calcified and moderately tortuous distal left anterior descending artery with the vessel length of 28 mm and vessel diameter of 3.0 mm. During percutaneous coronary intervention, a 3.00 x 28 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.